Event description:
It was reported that the patient had explant of his aortic valve placed in 2004; implant duration approx. 9 years. Reason for explant was for aortic stenosis (as) and aortic regurgitation (ar). Echo approx. 1 month prior to surgery showed moderate-to-severe as and ar. Mean gradient 40 mmhg. Peak gradient 66 mmhg. Valve area 1.0 cm2. Preserved ef of 65%. 2 vessel cad 70% to 80% circ and lad. +4 ai. Echo also demonstrated nsr with 1st degree av block. The op report states: "aortotomy it was noted valve leaflets very thickened and in some areas leaflets were torn.¿

Manufacturer narrative:
Evaluation summary: two tears were observed on leaflet 2, one tear at commissure 2, measured approx. 7 mm in length and one tear at commissure 3 measured approx. 5 mm in length. A tear was also observed on leaflet 3 at commissure 3, tear measured approx. 7 mm in length. Calcification was observed near the regions of the tears. Heavy calcification was observed in the cusp areas of all three leaflets. The free margins of all three exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3 mm. Host tissue was minimal to moderate at both the stent inflow and stent outflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. The x-ray demonstrated calcification, no visible damage to wireform. X-ray. The explanted device was evaluated by edwards, which confirmed the reported event. Leaflet tears and thickening were observed as initially reported by the healthcare provider. Heavy calcification was also noted on the device. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. In this case, there was both tearing and stenosis of the valve. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.